Event description:
It was reported that during a stenting treatment procedure, the catheter became entrapped/stuck on the guide wire. Details of the lesion are unknown. During the procedure, the stent delivery system got stuck on the guide wire. The physician had to re-wire and successfully completed the procedure. No patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure, the catheter became entrapped/stuck on the guide wire. Details of the lesion are unknown. During the procedure, the stent delivery system got stuck on the guide wire. The physician had to re-wire and successfully completed the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed the stent delivery system was received with a non-bsc guide wire lodged inside its wire lumen. The guide wire was protruding 175.5cm from the catheter hub and was not able to be removed by gently pulling on it. There was solidified contrast in the inflation lumen and wire lumen. The outer diameter of the guide wire was consistent with a .014". The inner diameter of the wire lumen was within specification. The proximal balloon cone was bunched. There was no other damage to the catheter. The catheter was soaked in water to loosen the solidified contrast, but the guide wire could not be removed. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).